Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon looked under the microscope during intraocular lens surgery using the preloaded insertion system, model pcb00, the lens did not look correct. The surgeon advanced the plunger and noticed the lens was cracked and torn. No additional information was provided.

Manufacturer narrative:
Device evaluation: the preloaded insertion system was returned for evaluation. The intraocular lens was not returned. The plunger component of the insertion system was observed in a fully advanced position. Cartridge was observed fully engaged into lower body of the device. Visual inspection at 10x microscope magnification was performed. The cartridge was observed cracked. The lens was not returned therefore; the reported complaint for lens torn and cracked could not be verified.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. During manufacturing process, all lenses are visually inspected under 10x microscope magnification.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.